Event description:
Per the audiologist, the patient was explanted due to facial nerve stimulation. The patient was explanted in 2009 and the patient was reimplanted with a new device during the same surgery.

Event description:
It was reported via the sales representative that during a surgical procedure, the bur broke when the surgeon was starting to drill. It was also reported that the patient was not impaired by this event, the broken pieces did not fall into the surgical site and there was no delay in surgery. It was further reported that another bur was readily available and the procedure was completed successfully.

Manufacturer narrative:
(B) (4).